Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative regarding the planned follow-up with the patient. There is no issue to report; the patient and physician are currently collaborating to determine the optimal settings for the patient.

Event description:
It was reported that the patient was experiencing issues with the deep brain stimulation implantable neurostimulator (ins). The patient described a loss of balance, being unable to stand or sit, persistent severe headache for the past two weeks, and inability to speak. Medication prescribed for headaches was not effective. The patient said that "it went out of the program" after programming sessions, despite no physical interaction with the device. The agent assisted patient in confirming that therapy was on and therapy settings were reviewed. The patient was redirected to their healthcare provider for further management; patient noted that they had a follow-up appointment scheduled.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative, reconfirming that there are no issues with the device or user operation. The patient underwent only one or two programming sessions after implantation, during which the physician was still fine-tuning the settings. The patient initially experienced breakthrough symptoms and was unsure of the cause. Following continued programming adjustments by the physician, the patient is now doing well and there are no ongoing issues.